Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level was over 400 mg/dl. Customer treated their high blood glucose via insulin pump. Customer performed and passed the high pressure test. Customer was advised to treat their high blood glucose per healthcare provider's instructions. Insulin pump will not be returned.